Event description:
The user facility in france reported that during cataract surgery, there was an issue with the handpiece. A posterior capsular rupture occurred during the washing of the viscoelastic substance behind the iol.

Manufacturer narrative:
Per the reporter, the device is not available for return. Due to the lack of sample and photos, the reported problem could not be verified, and the root cause could not be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
Additional information was received stating the following: "no roughness could be observed at the end of the aspiration tip. This was likely a machining defect in the disposable part, invisible to the naked eye. There was no particular fragility in this patient: no zonular fragility, no high myopia. Due to vitreous leakage, a vitrectomy was necessary. The procedure was therefore prolonged due to persistent corneo-vitreous piece. The surgery was extended by approximately 15 minutes. It does not appear to the surgeon that the disposable aspiration probe was kept".

Manufacturer narrative:
Additional information: b5. The investigation is complete.